Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2023 h6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one open sample that pertain to the product code w782. In order to evaluate the condition of the samples, the suture was dispensed without problems and examined along the strand and no issues related to breakage suture or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the case was repeated twice- with two sutures from the same box in the same instance ¿ same procedure. Not two different cases. The sutures were set aside. Will be collected. No previous case was reported and no further instances other than these two sutures. Events reported via: 2210968-2023-06380.

Event description:
It was reported that a patient underwent a emergency room procedure in 2023 and suture was used. During the procedure, in suturing a catheter to the skin, the doctor sutured the catheter to the skin and during the procedure the suture torn. During the course of fixating the catheter to the skin he tried to use a w782 suture and during suturing the suture was torn. This repeated in 2 sutures from the same box and then the box was replaced, other sutures were taken and the procedure ended successfully. No harm was caused to the patient and the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.